Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl due to infusion set not entering correctly. Customer requested assistance with conversion from amount of insulin recommended on insulin pump to manual injection. Customer was advised to contact healthcare professional. Customer hung up.